Manufacturer narrative:
Two needles were returned for investigation from lot t0177. The needle manufacturing records were reviewed and no related deviations or concerns were found. The needle's electrical malfunction were not confirmed as both passed all investigative testing. All electrical properties were found within specification; the needles passed testing on a vi system and were operated in I-thaw mode several times with no issues. Based on the investigation results, no failure was found. The treatment was completed with no patient injury.

Event description:
It was reported that a patient underwent cryoablation for a renal case with three iceforce needle. During the first thaw cycle, the patient experienced a leg muscle spasm and yelled out. The patient was not under general anaesthesia. I-thaw was stopped and changed to passive thaw to complete the case. There was no patient injury. The needle was returned for investigation.